Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 08-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain/failed back surgery syndrome. It was reported that patient 565 lead moved out of epidural space after a fall and electrode 11 was showing high impedances. Patient also reported a loss of therapy. A lead replacement was performed that resolved the issue. No further complications were reported or anticipated.